Manufacturer narrative:
This report is for an unknown 4.0mm x 40mm cannulated screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device broke during insertion; device is not considered implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation, as it was retained by the facility. Information already reported on user facility report: correction to information reported on user facility report: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is against user facility medwatch number (B)(4), a copy is attached. The only information contained in this report is correction or additional information. This report is for an unknown 4.0mm x 40mm cannulated screw. This is report 1 of 1 for com-(B)(4).